Event description:
(B)(4).

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the manufacturer, (B)(4). The product involved in the incident is an enterprise 9700bn72a11au2, serial number (B)(4), which was manufactured on june 25, 2013. The device history record has been reviewed; no anomalies were recorded on the record at the time of manufacture, also one of the requirements of the work instructions and quality procedures is for the device to have a 100% functionality test on safety side panels before they are cleared for dispatch. The device was inspected at the user's facility by our representative. The bed frame is in ideal condition with very little to no evidence of any scratches, dents, scuffs. The only evidence is that of food debris, as captured in the received photos. The bed may have been cleaned after use. All functions, to include catching of the side rails operated normally. Our representative and staff members at the facility carried out extensive testing of the locking mechanism but the failure could not be duplicated and the safety side locked into position every time. This is the second incident that has been reported to us by this facility with a similar description and again our conclusion is that the safety side locking mechanism had not been securely engaged int he raised position. In summary, the device was being used at the time of the event, if failed to meet its specifications as it suffered as it suffered a malfunction due to a use error, and in doing so it contributed to the outcome of the event the safety side dropped down and the resident fell to the floor. We do advise in section 8m care and preventative maintenance of the user manual (B)(4), which states the "operation of the safety sides to be checked on a weekly basis." Also when using the safety side the user should always ensure that the locking mechanism is securely engaged, this is also covered in correct use of the safety side in section 4 of the user manual and there is also warning to "ensure that the locking mechanism is securely engaged when the safety sides are left in the raised position." We have reviewed our post market surveillance trending analysis and we do not have any adverse trends for this failure mode. (B)(4). We shall continue to monitor for any further complaints of this nature to determine trending. The manufacturer recommends retraining at the facility on the use and operation of the safety sides. Other than the actions already taken we do not propose any further action at this time.